Event description:
It was reported in the journal of neurointerventional surgery a case where periprocedurally, the patient suffered an ipsilateral ischemic stroke that resulted in death. The procedure was for treatment of a 60% stenosed lesion in the internal carotid artery. No additional information is available.

Manufacturer narrative:
Event date: the exact date of the event is unknown as it was from a retrospective review from patients enrolled from (B)(6) 2006 and (B)(6) 2011. The product remains implanted; therefore, a physical analysis could not be performed. The device history record (DHR) could not be reviewed because the lot number remains unknown; however, the device is believed to have met specifications when released because the device was used. Because the reported stroke and death are known physiological effects of the procedure noted with the directions for use and/or device labeling, a cause of anticipated procedural complication was assigned. The subject device remains implanted.